Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was exhibiting non-reproducible noise on the rv shock channel. Subsequently, this rv lead dislodged and was explanted. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
The local boston scientific field representative attempted to retrieve this rv lead, but available information suggests that it not going to be returned to boston scientific. This event will be updated if any additional information becomes available.